Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill infusion set tubing twice. Customer's blood glucose was 154 mg/dl. Reportedly, customer successfully filled infusion set tubing and resumed insulin delivery.